Event description:
It was reported that during a vertical banded gastroplasty, the surgeon fired the device and the staples only fired and formed on a portion of the circular formation. Another device used to complete the procedure.